Event description:
It was reported by government agency that, the nurse found that the injector had no resistance and could not be pushed when conducting preoperative inspection on the surgical instruments. The problem equipment was not used and did not cause the injury. No further information available.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample was not received at the manufacturing site for evaluation for the report of injector had no resistance and could not be pushed; therefore, the condition of the product could not be verified. A review of the device history records traceable to the reported lot number indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).